Manufacturer narrative:
Cylinder analysis: analysis and functional testing of the returned ams inflatable penile prosthesis device revealed that cylinder 1 was bulged. Cylinder 2 has a fluid leak at the cylinder body due to wear at the corner of a fold. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 72400152 and 72401110; batch/lot number: 769735009 and 769656001; model/catalog description: reservoir 65ml and pump cxm.

Event description:
It was reported that the patient experienced cylinder swelling, inflation issues and pain with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional product component: model number/catalog number: 72400152 and 72401110; serial number: null and null; batch/lot number: 769735009 and 769656001; model/catalog description: reservoir 65ml and pump cxm.

Event description:
It was reported that the patient experienced cylinder swelling, inflation issues and pain with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.